Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported the vitrectomy cutter function wasn't working properly. There was no patient impact or medical intervention required.

Manufacturer narrative:
The product number and lot returned from the customer was not what was initially reported. Evaluation completed. One opened bl5625 pack from lot v6353 was returned. The expiration date on the label was 2017/7. The tip protector was not returned. The needle was not bent. The port window was in the opened position. The tubing was clean and dry. The back cap was aligned with the vent hole on the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts and performed as intended.